Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that there were volume discrepancies consistently off by 2.5-3ml. It was unknown if the expected reservoir volume (erv) was less than or greater than the actual reservoir volume (arv). The reporter was provided with data for the past 4 refills, but it was stated that the discrepancy went back even farther than that. The patient reportedly ended up "super tight." The reporter also stated that the pump checked out ant that they did a catheter revision and it was not the catheter. It was noted that the patient had been periodically hospitalized for the past 6-9 months. It was further noted that the (B)(6) patient had attempted suicide. It was stated that the patient's pupils were "blown" and he was not communicative. The pump was used to deliver lioresal. Additional information was requested, but had not been received as of the date of this report.